Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01580; 400-03-362, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. .

Event description:
Revision surgery - due to dr exchange the dual mobility head.